Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the there was crack in case and backside. The customer blood glucose level was unknown. It was also reported that reservoir lip ring was not physically damaged. The customer had epilepsy. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.